Manufacturer narrative:
The lens was returned adhered with viscoelastic to the outside of the lens case base. The lens had been cut into two pieces. The cut was across the optic center. Both haptics were intact. Lens dimensions could not be evaluated due to the returned damaged condition of the lens. The root cause for the reported dislocation could not be determined. The lens had been cut into two pieces, which is consistent with a lens removal. No other damage was observed. Information was provided that the company lens, 13.5 diopter lens was replaced with a company lens 13.5 (add power +2.2/+3.2) diopter lens. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician (cst) reported that following an intraocular lens (iol) implant procedure, the iol was dislocated in the eye. The iol was exchanged in a secondary procedure 15 days following the initial procedure. Additional information was requested.